Event description:
A patient's family member reported experiencing inaccurate erratic results with a one touch profile meter. The patient's blood glucose results were 91 mg/dl and 147 mg/dl on their meter. Tests were done within 10 minutes with a difference of 42%. Patient's family member was unable to provide sufficient information about their patient's admission to the hospital. The check strip test passed on the meter. No further information has been reported.